Event description:
The facility representative contacted a technical service representative to report a colleague infusion pump with a dull pump head module display; this condition had the potential to interrupt delivery. It is unknown when this event occurred. The facility representative stated that there was no patient involved; there were no reports of patient injury or medical intervention or adverse reaction in association with this event. No additional information is available. The software version is currently unknown at this time.

Manufacturer narrative:
(B)(4). The device was returned to baxter and is currently in the process of being evaluated. A follow-up report will be filed upon completion of the evaluation or if any additional details become available.

Manufacturer narrative:
(B)(4). Evaluation summary: the reported condition of a colleague infusion pump with a dull pump head module display was confirmed by baxter personnel during product evaluation. The root cause was assigned to a faulty pump head module. The pump head module display was replaced to correct this condition. This is involving a pump with software version 5.04.00 which is categorized as unremediated. A service history review revealed that this device has not been serviced prior to this event for the reported condition.